Event description:
Customer reported a button error on his insulin pump. He cannot switch screens. Customer's blood glucose is 172 mg/dl. The device has been dropped before. Customer had the device with him in the shower once and it got wet. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).